Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. During the evaluation of the device, no fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump over infused by 9.50% during testing. There were no reported adverse events.